Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. All buttons functioned properly and no frozen display or ramping numbers were noted on the display. However; moisture damage was noted on the keypad traces. Moisture damage also noted on lcd board during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went swimming with the insulin pump on and then the numbers on the screen were ramping up when trying to deliver a bolus and the insulin pump alarmed button error. The customer stated that the alarm could not be cleared. Blood glucose value was 352 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis.